Event description:
It was reported that the subject device had broken distal end during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11 corrected fields: b3, h4 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the distal end cover glass failure could not be determined, most likely it was caused by use of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken distal end during service / maintenance (not in a clinical setting). There were no reports of patient involvement.